Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Initial notes: I'm calling about my daughter. I'm trying to calibrate twice now but her pump is still saying calibration required. Inquired what led up to the complaint. Customer response: may is hippa verified. Needs help to calibrate sensor. Bg 300 treated hbg with pump bg 329, current bg 300, cust declined t/s for hbg. Viewed alert hx, confirmed cust just needs to do a calibration. Cust is high expl it's best to wait until cust becomes stable to calibrate the sensor. Adv to turn sensor feat. Off until ready to calibrate mother understood. Expl how to turn it back on and the prompts to do to complete a calibration. Customer's outcome pertaining to the complaint: adv to call hl for any further asst. Ship: nothing / return: nothing.